Event description:
It was reported that two surgical fibers needed to be replaced during a prostate procedure. The first fiber was replaced at 45,850 joules of use do to significantly diminished tissue vaporization; the second surgical fiber was replaced at 74,492 joules of use due to breakage at the fibers tip. The case was completed using a third surgical fiber. There was no pt injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be burnt and drilled through, exhibiting char, detritus, devitrification and melted glass; the shrink tube and fiber jacket at the fiber's distal tip were also found to be burnt and melted. The condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber / cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation / user handling, due to anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber.